Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012, in site #19 (type ii bone). The clinician reports the reason for the implant failure was lack of osseointegration. The implant was removed on (B)(6) 2012, due to mobility. Med. History: no significant findings.